Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. As no further info becomes available pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has not been reported to (B)(4). Users narrative: upon removal of the stylet inappropriate force was used. The coil of the catheter was torn out of the proximal end and de-coiled.